Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred approximately thirty minutes into a patient¿s hemodialysis (hd) treatment. During inspection of the device, the staff visually observed the blood leak in the arterial header cap of the dialyzer. The machine, a fresenius 4008s, alarmed with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. There was no visible damage identified on the dialyzer. After the machine alarmed, the treatment was discontinued. The patient¿s estimated blood loss (ebl) was approximately 2 ml. Most of the patient¿s blood was reportedly returned. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for a manufacturer evaluation.